Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that prior to the respiratory therapist connecting the patient to the nkv-330 ventilator, the ventilator displayed a "low fio2" with a technical fault 00006 alarm message. The patient was not placed on this ventilator and was placed on another ventilator. There was no patient injury. The ventilator was brought to the biomed department for testing and verification. Clinical engineering verified the error message using a test lung, opened bdu to inspect visually, found nothing wrong, and reassembled. The ventilator was no longer alarming, but the event log showed the error message.